Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning, adjusting, and parts replacement were performed. There have been no further issues results since the fse was on-site. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses biological and chemical safety hazards that includes wearing personal protective equipment and safety awareness where hazards may exist. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 analyzer.

Event description:
The user reported liquid from a worn hose on the architect c8000 fell onto her face causing her skin to burn. The user was wearing glasses which prevented the liquid to come into contact with her eyes. The user washed her face with water which stopped the burning sensation. No further action was taken. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The user reported liquid from a worn hose on the architect c8000 fell onto her face causing her skin to burn. The user was wearing glasses which prevented the liquid to come into contact with her eyes. The user washed her face with water which stopped the burning sensation. No further action was taken. No impact to patient management or user safety was reported.